Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had revision surgery. During the procedure, impedance measurements of >4000 ohms were seen on some of the bipolar lead pairs (those with electrode 3). The default test values were increased and the impedance test was rerun with the outcome of all pairs were within normal limits. Add'l info was requested.